Manufacturer narrative:
Investigation summary: customer returned five loose 3/10cc, 8mm syringes. Customer states that the markings are crooked on syringes as well as the stopper seems to be at an angle and not straight. All returned syringes were examined and 3 out of 5 samples exhibited a deformed stopper in the barrel. Both remaining syringes were tested using the plug gauge and the placement of the scale markings fell within specifications. CAPA (B)(4) has been opened to address the deformed stopper issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale marking placement). On 15jan2018, (B)(4) received five loose 0.3ml, 8mm syringes from reported batch# 7016789. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings to those noted during the initial investigation performed at (B)(4). The three samples exhibiting a deformed stopper with the assembled syringe were disassembled. All stoppers were noted to retain their deformed configuration once removed from the syringe barrels. CAPA (B)(4) was initiated by the (B)(4) plant to address deformed/damaged stopper and their associated root cause(s). Batch# 7016789 was manufactured prior to initiation of the CAPA. Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with the bd ultra-fine¿ needle 0.3 ml 31gx5/16" the customer states markings are crooked on syringes as well as the stopper seems to be at an angle and not straight. Customer states the stopper is not correctly straight in the syringe. There was no report of injury or medical intervention.